Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer instrument. The volume of the leak was 10 ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve pv37 was cut. The fse replaced the tubing through pinch valve pv37 and the leak was fixed. The repairs were verified per established procedures. (B)(4).